Manufacturer narrative:
The unit passed the rewind, basic occlusion test, occlusion test, prime, compromised force sensor test, excessive no delivery test and displacement test. There was no motor error alarms noted. The motor was tested outside the device and passed. The unit was received with cracked reservoir tube lip and battery tube threads and with minor scratches on display window.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was 258 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)